Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d8.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6) medical center. The gas loss alarm was resolved by using the fill key to resume therapy. Education was provided on the cause of the alarm, potential contributing factors, and troubleshooting steps, including the impact of patient agitation and movement.

Event description:
The user contacted the emergency support program line reporting intermittent gas loss alarms occurring every few hours. No patient harm or adverse clinical impact was reported.